Event description:
It was reported that during a sleeve gastrectomy procedure, the device was used with seven gold reloads to perform the sleeve. The surgeon used buttress material with every reload. The surgeon sutured the staple line intraoperative. After the sleeve was finished, the surgeon discovered malformed staples on the resected tissue and sutured again. When we were informed by the surgeon about this incident he mentioned that the patient is in ¿mortal danger.¿ the procedure was completed by suturing.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that one ple60a device was returned with the anvil bent upwards and without reload present. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you please confirm that the patient is in ¿mortal danger¿ and clarify if this condition was caused by the device malfunction? She is no more in mortal danger. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? If yes, please explain. She was six days with empty stomach (usually one day). Slow build up with food. How is the patient¿s current health condition? When the battery did not work in the first device, did the or team go directly to the manual override or was there any difficulty opening the device? Directly to manual override. Was a leak test performed and what was the result? Leak test was not performed. What brand/type of buttressing material was used? Patch with golden reloads is it the surgeon¿s usual technique to suture the staple line? If no, why was the staple line initially sutured? No. Staple row was open (see attached pictures). Was the entire sleeve over-sewn? The whole sleeve was overstitched. Were malformed staples found on the patient side? If yes, which firings or what area of the gastric sleeve? Yes. What type of suture and technique were used to suture the sleeve (interrupted, continuous, combination, invaginating, etc.)? Continous how many reloads had issues? 2 reloads. How many ecr60d reloads are being returned? Seven. What was the bmi of the patient? (B)(6). Was the patient male or female? Female. Photographic conclusion: the event description cannot be confirmed based on photo review.